Event description:
Patient reported: (B)(6) 2011: patient underwent laparoscopic ventral hernia repair with xenmatrix implant. Over the next few days: patient developed a fever ranging from 102 degrees fahrenheit - 103 degrees fahrenheit. During hospital stay, patient evaluated by infectious control. Antibiotics prescribed, however fever continued. During hospital stay, patient had CT scan with no abnormal findings. On (B)(6) 2011: patient continues with fevers. On (B)(6) 2011: patient reported abdominal pain and soreness over middle incision site (laparoscopic procedure), nausea after eating and low grade fevers 2-4 times a day up to 99.9 degrees.

Manufacturer narrative:
Based on correspondence with patient and patient's wife, a xenmatrix graft was used in a laparoscopic ventral hernia repair on (B)(6) 2011. A few days after the surgery, the patient developed fevers ranging from 102 to 103 degrees fahrenheit. An infectious control physician determined the patient was not suffering an infection. The patient was treated with antibiotics, but the fevers were not resolved. Two CT scans have been performed, and neither shows evidence of infection. The second of the two shows a small area that could represent seroma close to the mesh; however, that was not confirmed. Past and recent blood tests performed by a second infectious disease expert came back normal. A manufacturing review, which included verification of sterility, did not show any evidence of a manufacturing related cause for the alleged event. Currently, it is unknown whether the device may have caused or contributed to the event; however, the information provided does not point to a failure of the graft. No sample has been provided and no medical records have been made available. With the information available, no conclusion can be drawn.